Event description:
It was reported that in angio, the md found the ptd catheter was bent prior to insertion. As a result it was not used, instead a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. This report was reviewed and determined to be non-reportable. However, upon receipt of the sample, the event was determined to be the result of a product malfunction and is therefore reportable.

Manufacturer narrative:
(B)(4).